Manufacturer narrative:
H.6. Investigation summary: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no related quality issues were found during production.

Event description:
It was reported that leakage occurred during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "holes in tube when using for chemo patient." Fortunately chemotherapy administration had not commenced. The cannulas were being flushed when leakage noted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "holes in tube when using for chemo patient." Fortunately chemotherapy administration had not commenced . The cannulas were being flushed when leakage noted.